Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 a catheter leak was reported. The patient stated he was getting increased doses regularly at the office but not feeling better pain control. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a dye study was performed. Dye was seen at the tip of the catheter and dye cloud also seen towards spine. The actions and interventions taken to resolve the issue was a catheter revision was scheduled for (B)(6) 2020. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.